Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implanted device shut off the other day and the patient ended up in the hospital because of it. Patient representative said they weren't sure why the implanted device shut off. Patient representative said the manufacturer representative got to the hospital and told them that the communicator needed to be replaced because the communicator wasn't charging up and would't power on. Patient representative said this was because they had never charged the communicator because they didn't know that they needed to. Patient representative said that the manufacturer representative turned the patient's therapy back on successfully. An email was sent to the repair department to replace the communicator. Patient representative said they were calling on the patient's behalf because the patient had parkinson's disease and sometimes had trouble with their speech.